Event description:
Health professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g1, h6.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/28/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified an opening. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified one sharp opening on the anterior side and a wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening.

Event description:
Health professional reported a right side deflation. Device has been explanted.